Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported partial clip movement resulting in tissue injury appears to be related to pre-existing anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. Post deployment, the clip was partially detached from posterior leaflet. A leaflet injury was observed. Another mitraclip was implanted to stabilize the first clip and further reduce the mr to grade 2. There was no clinically significant delay reported.